Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed the following. There was no abnormality about the flow rates. There was no abnormality about the operation of the setting change. There was no abnormality about the output voltage of this device's power source unit. There was not any error log at this device. The phenomenon was not reproduced and the subject device did not have any abnormality, so the exact cause of this phenomenon cannot be conclusively determined. Omsc surmised that the cause of this event was the following in theory. A connection condition between the subject device and a tube and/or other device was insufficient. The abdominal pressure did not rise. This device malfunctioned temporally by an unspecified factor. The uhi-4 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
As a result of the additional investigation, olympus was informed the following information. The procedure was the laparoscopic appendectomy. The facility replaced the subject device with a spare uhi-4. When this event occurred, the facility confirmed the configuration of the subject device and the wiring condition between the subject device and other device.

Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon when olympus receives it. Olympus also checked the device history record of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The abdominal pressure of the patient did not rise during unspecified procedure. The user facility replaced the co2 gas cylinder and the insufflation tube which were connected to the subject device, but the phenomenon still occurred. The user facility completed the procedure with replacing the subject device to another device. There was no report of patient injury in this event.